Event description:
The patient¿s legal guardian reported that the patient developed an infection at the pod¿s insertion site (arm) after wearing the device for approximately 5 to 24 hours. The infusion site was described as red, swollen, and warm to the touch, and during this time the patient¿s blood glucose reportedly rose above 30 mmol/l (540 mg/dl) with a ketone level of 0.6 mmol/l. The guardian brought the patient to (B)(6) on (B)(6) 2026, where the patient was evaluated for about 10 hours and diagnosed with an infection at the pod site. The pod was removed and a new pod was placed at a different site. The patient was prescribed antibiotics (co-amoxiclav 5 mg) to be taken for five days. The patient's legal guardian clarified that the medical attention sought was neither an emergency room visit or hospitalization.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The cannula assembly and bottom housing were inspected for manufacturing deficiencies that could cause the infection and no issues were found. Although the investigation found no evidence of any damage, the reported event could not be determined.